Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. References the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot (B)(4), ubd: 16-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had a medical history of chronic pain syndrome and diabetes. It was reported that the patient complained of extreme abdominal and generalized back pain after being implanted. There were no contributing factors that led to the discomfort. The post-anesthesia care unit (pacu) nurse and the patient¿s doctor asked if the stimulator was on, which might have caused the pain. The rep verified that the stimulator was not turned on, due to the fact that the patient was implanted with a paddle lead and had a laminectomy. The doctor informed the rep of the pains the patient was experiencing and stated they would provide medications to relieve the pains as well as keep monitoring it. The doctor called at 21:47 last night to inform the rep that they had to do a complete explant of the lead and stimulator, due to the patient having blood clots in the pocket and lead incision sites. The doctor stated the patient¿s blood clots were a surgical complication. The hospital discarded the products. The doctor stated they did not need to return the products, because there was no need, the products were not causing the problems. The issue was resolved at the time of the reported. The doctor informed the rep on (B)(6) 2018 that the patient was recovering in the hospital and was doing well. The doctor was unsure if the patient will try an implant again in the future, but recommended the patient focus on recovering now. The device was implanted and explanted on (B)(6) 2018 and will not be returned, though the customer was notified that the product should be returned. No further complications were reported/anticipated.